Event description:
After inserting subcutaneously for the pt, the needle/stylet did not retract correctly, resulting in a needlestick injury to the middle finger on the left hand of the rn. Blood was expressed from the finger and the area was washed and a dressing applied. Pathology to be attended. The nurse was able to return to her normal duties.

Manufacturer narrative:
The sample is not available for eval. If add'l information is received, a supplemental report will be submitted. (B)(4).